Event description:
In 2005, the pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. The day before around 11:00 pm, the pt obtained a result of 6.8 (6.8 mmol/l = 122 mg/dl) on the reported meter berore feeling tingling in her neck and legs. She ate food and/or drank beverage following use of the meter. The pt went to the ER, thinking that she was getting low readings. Results obtained in the ER were not provided. The pt took glucose as treatment. The customer care rep (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The pt was not aware the unit of measurement was set incorrectly. The meter had previously been set to the correct units of measurement. The pt denied having recently changed the units of measurement in the meter settings. The ccr walked the pt through resetting the meter. The meter, test strips, and control solution were replaced.